Manufacturer narrative:
Getinge became aware of water leak from 633hc sterilizer. Due to this situation, a small puddle appeared in front of sterilizer and one person slipped and fell over. Customer stated that this person did not get hurt and no injury was reported. Getinge technician who has inspected the sterilizer has stated that he found unit turned off. After turning the unit on, the technician found that the heat exchanger was cracked and water was spraying all over. Getinge technician ordered a new part and replaced it. Test cycle was run, unit found to be fully operational and was returned to service. With the complaint at hand, there was no serious injury reported, however it was decided to report the issue to competent authorities in abundance of caution as any slip, which lead to fall over, could lead to adverse event. When reviewing reportable events for this type of issues for 633hc we were able to establish that the received incident is the first one registered in getinge complaint handling systems of its kind. Fortunately, the event has not led to serious injury or worse. When the event occurred, the device did not meet its specification due to water leak from sterilizer and contributed to the event. The device was not being used for patient treatment when the event took place. Based on the performed root cause analysis and input from subject matter expert and getinge technician who visited the customer we conclude that most probable root cause of the water leak is expected wear and tear. Device was 8 years old and piping has been rebuilt multiple times. Piping assembly and disassembly in connection with normal wear of material can cause water leaks from components and piping connections. User is informed that any leak must be repaired without delay per applicable user manual (for 633hc). We currently do not have any information that would warrant further action towards the devices, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of water leak from 633hc sterilizer. Due to this situation, a small puddle appeared in front of sterilizer and one person slipped and fell over. Customer stated that this person did not get hurt and no injury was reported. Getinge technician who has inspected the sterilizer has stated that he found unit turned off. After turning the unit on, the technician found that the heat exchanger was cracked and water was spraying all over. Getinge technician ordered a new part and replaced it. Test cycle was run, unit found to be fully operational and was returned to service.